Event description:
It was reported that the patient had been cooling on arctic sun device for a few hours to a target of 33.5c but was still 35.2c. Patient temperature (pt) was 35.2c, targeted temperature (tt) was 33.5c, water temperature (wt) was 26.3c, chiller temperature (t4) was 4.4c, mixing pump command was 100%, pump hours were 3467.7, system hours were 3536.6. Confirmed they had been getting alert 113 (reduced water temperature control). Explained device need to be send to biomed labeled with alert 113, not cooling, and they should change to another device.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is failed mixing pump. The device was evaluated upon receipt. Installed test mixing pump. Unable to obtain a po, the device will be returned unrepaired per ucc customer service. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had been cooling on arctic sun device for a few hours to a target of 33.5c but was still 35.2c. Patient temperature (pt) was 35.2c, targeted temperature (tt) was 33.5c, water temperature (wt) was 26.3c, chiller temperature (t4) was 4.4c, mixing pump command was 100%, pump hours were 3467.7, system hours were 3536.6. Confirmed they had been getting alert 113 (reduced water temperature control). Explained device need to be send to biomed labeled with alert 113, not cooling, and they should change to another device.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is failed mixing pump. The device was evaluated upon receipt. Installed test mixing pump to cool in decontamination. Replaced mixing pump assembly. The coin cell in the control panel was replaced due to age. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, e, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Updated tgallagher 9/4/2024 - (B)(4) is the biomed contact for this repair. It appears they were unaware this was returned unrepaired. (B)(4) her patient has been cooling on s/n (B)(6) for a few hours to a target of 33.5c but is still 35.2c. Patient 35.2c, target 33.5c, water 26.3c, t4 4.4c, mixing pump command 100%, pump hours 3467.7, system hours 3536.6. Confirmed they have been getting alert 113 (reduced water temperature control). Explained device needs to biomed labeled with alert 113, not cooling, and she should change to another device.